Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
Medical product: metasul ldh, head, 56, code v, taper 18/20, catalog #: 0100181560; lot #: 2280737: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog #: 0100185146 ; lot #: 2314369, therapy date: (B)(6) 2011. This case was reopened on feb 6, 2018 to enter additional information which was received on (b(4) 2018. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in (B)(4) 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. Product was implanted on the left size and revised due to pain, pseudotumor, loosening,fluid collection, bone fracture and migration.

Event description:
It was reported that pt underwent revision surgery due to pain and weak abductors. It was reported that scans confirmed liquid mass and upon opening, significant fluid escaped. The head and adapter were removed and large silver of metal was retrieved from inside the adapter. It was reported there was significant fretting on trunnion, and significant scratching on head and cup surfaces. Add'l info: event occurred during clinical study, according the per, the event has occurred during the primary surgery at the general hospital in (B)(6).